Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4) . Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. The upstream sensor current values and crystal resistance were found out of spec. Physical inspection of the device found cracks on the upstream sensor tail. The decreased crystal resistance is an indication of fluid intrusion and corrosion. The false upstream occlusion alarms were caused by cracks in the upstream sensor tail pins and fluid intrusion in the upstream sensor. The upstream sensor assembly was replaced.